Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 lead implanted: 2014-(B)(6). (B)(4)

Event description:
It was reported that about a month post implant the atrial lead had dislodged. At the lead revision the physician had difficulty placing the lead. The lead was then removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The visual summary analysis of the lead indicated apparent explant damage.